Event description:
It was reported by the customer that a pyxis medflex system had a rx- verify issues. The customer reported that the malfunction occurred when user tried to issue medication to patient and user was unable to issue medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had a rx- verify issues. A technical support specialist instructed the customer to contact their pharmacy to secure approval for the request to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.